Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement and self test. The power management graph was in specification. No unexpected failed battery test alarms during testing. No replace battery now alarms during testing or in the pump history file. Unit received with multiple unexpected low battery alerts in the pump history file and a high sleep current measurement due to corrosion on all electronic assemblies. Unit received with missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, cracked reservoir tube lip, scratched casing, minor scratches on lcd window, cracked lcd window, scratches on display window cover, pillowing keypad overlay, cracked battery tube area, cracked case next to lcd window, corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was 150 mg/dl at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Customer will return device for analysis.